Manufacturer narrative:
Additional information was received that o2 fcv was leaking and there was no insufficient o2. There is no reportable malfunction. The o2 flow control valve was replaced to resolve the issue.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The o2 flow control valve was replaced to resolve the issue. Block a: no report of patient involvement. Block d4 unique identifier:(B)(4). Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in a leak that could cause insufficient o2 or fresh gas flow. There was no patient involvement.